Manufacturer narrative:
Product ID 37713, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3487a-56, lot# v580794, implanted: 2011 (B)(6); product type lead product ID 3487a-56, lot# v580794, implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3888-56, lot# v645666, implanted: 2011 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3887-56, lot# v493025, implanted: 2011 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3986a60, lot# n070515, implanted: 2006 (B)(6); product type lead product ID 3986a60, lot# n070515, implanted: 2006 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010; product type extension product ID 3487a-56, lot# v580794, implanted: 2011 (B)(6); product type lead product ID 3888-56, lot# v645666, implanted: 2011 (B)(6); product type lead product ID 3887-56, lot# v493025, implanted: 2011 (B)(6); product type lead product ID 37713, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient found stimulation beneficial, but still had pain from their trigeminal neuralgia. The patient was being admitted to the hospital due to exacerbation of their usual pain. The lead had moved to the right side of the patient¿s nose and had lost coverage. Reprogramming could not recapture the desired area. All impedances were within normal limits. Revision surgery was performed on the migrated lead. The lead was not disconnected during the procedure. Coverage of the patient¿s desired area was captured following the surgery. The patient was very happy with stimulation and discharged that evening. See also manufacturer¿s report # 3004209178-2014-16951 for the concomitant system.